Event description:
It was reported that the user experienced repeated insulin occlusion alerts on a replacement pump and had been attaching the infusion set connector to the cartridge prior to inserting the cartridge into the pump, which can lead to leaking and occlusions. Symptoms included high glucose. Outcomes included no reported injury, and replacement supplies were provided along with troubleshooting and education. Investigation included user interview and troubleshooting. Investigation of this case revealed user technique error related to infusion set and cartridge connection. It was concluded that the event was due to incorrect infusion set deployment and connector attachment, and user education resolved the issue.